Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and unexpected restart alarm. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. The customer reported that they had changed the battery and received button error. The insulin pump will be returned for analysis.